Event description:
In this case, it was reported that the patient underwent a valve-in-valve procedure after an implant duration of approximately 7 years due to symptomatic severe aortic stenosis with calcification. Per the op report, an echocardiogram in (B)(6) 2013 showed a mean gradient of 39 mm and a calculated valve area of 0.7 cm2 and a peak flow of 3.9 m/sec. Angiography on (B)(6) 2013 showed a gradient of 49 mm across the aortic valve and calculated valve area of 0.82 cm2 without significant aortic insufficiency. Left ventricular function was preserved at 60%. There was no significant obstructive coronary artery disease. Therefore, the patient was referred for redo-aortic valve replacement. On (B)(6) 2013, patient underwent successul deployment of a 26 mm edwards sapien transcatheter valve within an existing edwards prosthetic valve. Post procedure, there was essentially nonexisting gradient across the aortic valve with a calculated cardiac output of 3.0 and an index of 3.2, all by thermodilution cardiac output.

Manufacturer narrative:
Unfortunately, the device was not explanted from the patient; therefore, the source of the calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the patient's stenosis was likely due to the calcification reported. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. No further actions are possible with the available information.